Event description:
Reporter telephones customer support representative to inquire about long term health effects of cidex activated dialdehyde solution as they felt that many symptoms they currently have are due to them working for the past two years in the same room where the solution is used. Reporter described symptoms as follows: tightness in chest for past several months, asthma, irritation in the throat, dizziness, headache, nausea and coughing. Reporter specifically was interested in knowing if their symptoms would dissipate if they ceased working in the environment. Reporter stated that flexible sigmoidoscopes are soaked in the cidex solution and that the lid is kept on the container that the solution is stored in. Reporter reports that the room is not well ventilated.